Manufacturer narrative:
On (B)(4) 2019 this was removed as a suspect medical device. Manufacturer report 1628664-2019-00449 will contain all product evaluation and follow up information.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This event is also being submitted against a second suspect medical device in manufacturer's report number 1628664-2019-00449.

Event description:
The customer observed a falsely elevated magnesium result on the architect c4000 analyzer. The following data was provided (mg/dl): pt 2 initial 6.95, repeat 3.4, 2.2. There was no impact to patient management reported.